Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The actual device was not available; however, photographs of the sample were received for evaluation. Visual inspection of the photos showed the presence of air bubbles in the set return line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the air in the set was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foam was observed in the filters of two (2) prismaflex st150 sets "just after the start" of continuous renal replacement therapy. The event occurred twice with the same patient. Due to the formation of the foam, the blood was not returned to the patient either time. There was no report of medical intervention associated with this event. No additional information is available.